Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had black and white fragments floating in the liquid.

Event description:
It was reported that a 10 ml bd posiflush sp pre-filled flush syringe nacl 0.9% had black and white fragments floating in the liquid.

Manufacturer narrative:
Three (3) different samples from same batch number (#8214900) has been received: two (2) samples are maintained in its original flow wrap (unopened). This samples have been visually inspected and no foreign matter has been found. One (1) sample with no flow wrap has also been received. The plunger rod is not in its original position, there is a big air bubble inside the syringe which results in less than 10ml volume inside the syringe. The tip cap used to close the syringe after use is different from the one the original syringe had. From these observations, it can be deduced that the sample had been used somehow. Inside the fluid it can be observed fm. Once the tip cap is removed, observed some bluish fm. The fm has been analyzed through fourier-transform infrared spectroscopy (ftir). Results are not conclusive since the sample was too small. Thirty (30) retained samples, from batch #8214900, have been inspected for fm. Retained samples show no defect. A bhr for the reported batch was conducted confirming this was released according to defined specifications and requirements including sterilization and final lab testing. There were no qn's or issues associated with batch #8214900. There is no documentation for any issue related with foreign matter (fm), which could be related to the reported issue. All inspections performed from filling to case pack were acceptable. Bd has not found any specific circumstances, from manufacturing process, that could explain the described complaint. Not possible to determine a root cause. Since root cause is not confirmed, it had not been found any manufacturing cause, and this is the first complaint received for this defect, no actions are required. This lot number and incident will be monitored for identification of emerging trends and for future occurrence in order to drive appropriate corrective and preventive actions.